Manufacturer narrative:
The sales rep initially reported that the suspect bushes would not be returned as they could not be decontaminated. However, approx one week after the reported event, the plastic bushes were returned to the company immersed in a chlorohex bath, the company is unable to conduct an eval of the bushes after they were exposed to the chlorohex solution. The mfg records of the suspect bushes were reviewed and no non-conformities were identified. Additionally, there have been no similar complaint reports in the past 24 months.

Event description:
A company rep attended a mets distal femur replacement procedure on (B)(6) 2014. During the operation the surgeon experienced some difficulties fitting the axle through the bushes. Thus the second set of bushes which are provided with each implant device, were used to successfully complete the procedure; no pt consequences were reported.